Event description:
The physician reported that he had difficulty registering the pt because he was receiving the error message regarding mis-matched points several times in conjunction with the locatable guide tip appearing out of the airway when touching the main carina. They did not proceed with the superdimension portion of the procedure, instead they completed the case by other means. After the procedure when they went to remove the pst cable from the pt, they found the sensor on the right side was loose/barely attached to the pt sensor patch and moving around quite a bit. There was no harm or injury to the pt reported.

Manufacturer narrative:
As a precaution, a component of the superdimension system, the pt sensor triplet (pst) was removed from the system and replaced. However, it is believed that the loose connection to the pt sensor patch may have been a contributing factor of the reported issue. The customer received a new pt sensor triplet as a replacement. At this time, superdimension has not yet received and or processed the return.